Manufacturer narrative:
Evaluation report of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 3mm. The t-bar had detached from the outer sheath. An examination of the t-bar found a clear fillet of glue present. During the product analysis the investigator was able to deploy the stent of the device by retracting the outer sheath by hand. The outer diameter of the stainless steel shaft was measured and it an be confirmed that all measurements taken were within specification. The outer diameter of the 8f exterior tube was measured and it an be confirmed that all measurements taken were within specification. It was noted that the blue outer sheath was kinked and stretched 57mm distal to the proximal end of the sheath. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Based on the event description and the condition of the returned device, it is likely the noted damages were due to procedural factors such as maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the lower common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 10 mm malignant stricture with 80% stenosis and 10 mm diameter due to cancer in the ampullar region. Reportedly, the lesion had a band over 90 degrees and was severely tortuous. During the procedure, the stent was partially deployed when the outer sheath fractured. The physician reported that the stent was removed fully constrained on the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.